Manufacturer narrative:
The reported expiration date is 08/05/2024 for the reported lot number.

Event description:
The patient reported that he had trouble with 3 v-go 20 devices lately where the v-go devices have come off of the back of his arm and on the abdomen no more than 5 hours into use. The patient confirmed that he uses an alcohol swab to clean the infusion site and he also shaves prior to applying the v-go. The patient mentioned that when the v-go devices come off, there is little to no adhesive that can be felt. The patient stated that he had this same problem previously off and on and estimates that it previously happened with 1 v-go out of each box since starting back in (B)(6) 2017. The patient also mentioned that he has trouble where he sweats. No device is available for return to the manufacturer for evaluation.